Event description:
It was reported "when the rt [respiratory therapist] arrived to do first rounds there was a tiny black piece moving freely in the elbow of the catheter. The ballard had been changed for its daily change just 12-hours prior. [The rt] quickly tilted back and removed the ballard so that it would not fall off into the trach of the patient. " there was no reported injury. Additional information received 14-dec-2022 stated the closed suction catheter was not altered in anyway prior to reporting.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28-dec-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: h6. Health effect: correction- no clinical signs or symptoms. The device history record for lot 30202113 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Sample evaluation observed a cutting or breaking at the tip. Under magnification (50x), the tip of the catheter's breaking point appeared to have both partial smooth and partial jagged cutting effect. The broken piece was not returned with the entire sample. The incident was confirmed as reported. The root cause is manufacturing-related. All information reasonably known as of 24 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.